Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 12-nov-2023, there is no unexpected alarms/suspends. However, pump error 35 alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-nov-2023 listed on smartsolve. Daily total collection starttime: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 350250 (35.025 u). Daily total of basal insulin delivered: 246250 (24.625 u). Daily total of bolus insulin delivered: 104000 (10.4 u). On (B)(6) 2023 13:21:39.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 39000 (3.9 u). Bolus amount delivered: 39000 (3.9 u). On (B)(6) 2023 19:12:29.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 65000 (6.5 u). Bolus amount delivered: 65000 (6.5 u). Please see below for pump errors/alarms noted 1 week prior to the event date 12-nov-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 01:31:22.000. On (B)(6) 2023 21:16:32.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2023 20:10:00.000 and on (B)(6) 2023 20:20:00.000. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to slight corrosion on the pcba 1, pcba 2 and force sensor. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer alleged for high bgs and low bgs. Unable to perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to slight corrosion on the pcba 1, pcba 2 and force sensor. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 520 mg/dl at the time of the event and the customer was visited the emergency room and treated with a manual injection/insulin pen for the high blood glucose. The customer experienced hypoglycemia and was treated with food. The customer reported confusion, feeling sick/unwell, headache, altered vision/vision changes, and increased thirst symptoms related to their high and low blood glucose. The customer reported an insulin pump was exposed to moisture when it was damaged. Troubleshooting was performed and the issue was resolved by a complete set change. The auto mode feature was not active at the time of the event and also the customer was using the insulin pump system within 48 hours of the reported high and low blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.